Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated one time by the lifevest. The patient's post-shock rhythm was asystole. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. Vt contributed to the detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated one time by the lifevest. The patient's post-shock rhythm was asystole. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. Vt contributed to the detection. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons functioned appropriately. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device.